Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1134 error code (blower stalled). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a 1134 error code (blower stalled). During troubleshooting, the customer stated that the blower was very noisy, but the revolutions per minute (rpm) would increase when pressure was set above zero psi (pounds per square inch). During testing, the rse instructed the customer to remove the circuit from the gas outlet port and set the pressure to 10. The customer stated that the blower was quieter now, and the blower rpm equaled 32000, and average air slpm (standard liters per minute) equaled 240. The customer inspected the inside of the gas outlet port and found dirt, which was suspected to be mucomyst, and could be the cause of the 1134 error code. The rse advised the customer to remove the boot going to the blower and do a visual inspection to see if the blower was also contaminated; if there were any signs of contamination, the rse recommended replacing the blower. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the philips biomedical engineer, and it was reported that no further actions were performed by biomed. The biomed specified that the hospital had the device removed from service, and it could not be confirmed if or when the device would be repaired. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.